Event description:
Consumer reported that they were unable to test their blood glucose and received an error message necessitating an emergency room visit where they were treated for hyperglycemia. There was no rep0rted death or serious injury associated with the event.